Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received two shocks due to rv oversensing. Noise and increased impedance were observed. The lead was explanted and replaced. The patient condition was stable.